Manufacturer narrative:
Manufacturer reference number: (B)(4). No further details regarding patient, product or procedure were provided by the reporter. UDI - (B)(4). Additional information has been requested but as of yet have not been received. Should additional information become available, the file will be updated. Device evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. The reported condition for this incident was that during bariatric procedure there was a device power failure. The instrument was connected to pmv equipment and registered a mechanical fault. Visual inspection of the instrument noted the probe tip was broken. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken tip. The file was concluded to be a misuse of the product. Replication of the observed damage may occur when allowing the energized probe tip to come in contact with other metal objects such as other instruments, staples, or clips. Doing so may generate excess heat and weaken or break the probe tip. The instructions for use of this instrument state: avoid all contact between the tip of the instrument and metallic objects as it may cause damage and render the instrument inoperable. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter; during the surgery the device stopped working and issued an audible alarm. All assembly and disassembly procedures were performed but the problem was not solved. It was necessary to replace the device. No injury reported. No permanent damage. There was no bleeding over than 500 cc. It was not necessary blood transfusion. The surgical time was not extended. The event did not prolong the hospital stay.